Manufacturer narrative:
3003721894-2016-00056 is associated with argus case (B)(4); corega super crema. Corega super crema is marketed as super poligrip cream in the us.

Event description:
Swallowed by the patient [accidental device ingestion]; do not patch [lack of drug effect]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) male patient who received triple salt dental adhesive cream (corega super crema) cream for product used for unknown indication. On (B)(6) 2016, the patient started corega super crema. On (B)(6) 2016, 30 days after starting corega super crema, the patient experienced lack of drug effect. On (B)(6) 2016, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On (B)(6) 2016, the outcome of the accidental device ingestion was recovered/resolved and the outcome of the lack of drug effect was not recovered/not resolved. The reporter considered the accidental device ingestion and lack of drug effect to be related to corega super crema. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: corega super crema was withdrawn.